Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted during coronary artery bypass graft (CABG) surgery. The patient was noted to be critical at the time of the event. The guidewire crossed the femoral artery, then the guidewire tried to cross the iab but it could not. A new iab was inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): serial # / lot #. Manufacture date / exp. Date. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).